Manufacturer narrative:
. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3 or type 4 endoleak was present on bilateral zenith flex with spiral-z technology aaa endovascular graft iliac legs. The patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 to treat an abdominal aortic aneurysm (aaa). The cook sales representative was present for the case. During the procedure, the following cook devices were implanted: zenith flex aaa endovascular graft bifurcated main body zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-107-zt). Despite adequate overlap with the zenith flex aaa endovascular graft bifurcated main body, there was a type 3 or type 4 endoleak on both zenith flex with spiral-z technology aaa endovascular graft iliac legs. The patient had a post-operative scan that continued to show the endoleak. The patient will be re-scanned at the one month follow up to see if the endoleak persists. Additional information regarding the event and patient outcome has been requested but is currently unavailable. The subject of this report is the type 3 or type 4 endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). An additional report for the same patient for the other zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-107-zt) will be submitted under patient identifier: (B)(4).